Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked. The audio bolus button cover and plug were found to be detached from the pump. There was contamination observed on internal components of bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that battery compartment was cracked. There was contamination found on the internal components of the audio bolus button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.